Event description:
The monitor was used in conjunction with the 110-4g catheter (lot number w038030), when closing a cut after removing a blood tumor. Then reading was 11mmhg for one hour following placement. It took one more hour for operation of fractured pelvic and foot joint without the use of mpm-1. While the icp monitor of the mpm-1 was used in the ICU for approx 30 minutes, the values were displayed between 11 and 14 mmhg, then the "check monitor" was displayed. After the power supply was switched off and on again, those values were displayed again, but the "check catheter connection" was displayed after two minutes. The replaced v420 was connected and continued to display for 13 hours. The mpm-1 was used together with the pac-1 (lot number 16664) for one hour with the displayed icp values between 11 and 15mmhg, then the same message "check catheter connection" appeared on the mpm-1, which was then replaced with the v420. The distributor tested the monitor mpm-1 and the values displayed for approx 30 minutes, however the "check monitor" was displayed. The customer reports receiving this monitor in 2002 and this incident occurred 17 days later.